Manufacturer narrative:
A review of the device history record could not be completed because the lot is unknown. The subject device was returned for analysis. The proximal contact was intact. The delivery wire was kinked, likely due to handling damage during use. There were multiple kinks noted on the coil and the coil was broken from the delivery wire at the main junction. These issues are associated with a product that meets design and manufacture specifications and was used in accordance with the directions for use, but device performance was limited due to procedural factors/operational context.

Event description:
It was reported that the coil (subject device) detached in the microcatheter when trying to navigate it into the aneurysm. No additional information, including patient condition, was reported.

Event description:
It was reported that the coil (subject device) detached in the microcatheter when trying to navigate it into the aneurysm. No additional information, including patient condition, was reported.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Based on the investigation and information available, this event is associated with a product that meets design and manufacturing specifications, and was used in according to the directions for use, but device performance was limited due to procedural factors/operational context.

Manufacturer narrative:
The subject device has not been returned.

Event description:
It was reported that the coil (subject device) detached in the microcatheter when trying to navigate it into the aneurysm. No additional information, including patient condition, was reported.